Event description:
The patient reported experiencing a cyst related to the use of the pod, which prompted them to seek medical attention. Details related to the specific symptoms, diagnosis, treatment provided, and the duration of the medical visit were not provided. I additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.0.1 operating system: ap2a.240905.003.f1 hardware: pixel 6 cgm sensor type: unspecified please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.